Manufacturer narrative:
It was reported from the site that the patient reported that the damage occurred when they went to disconnect from the ac power. The patient met minor excess resistance when removing the cable and then when they connected to the battery they saw that the controller would not recognize the ac adapter or any of the batteries. Upon inspection, they realized that one of the pins was missing from the controller and discovered it was still inside the connector on the ac adapter. The patient did not report any excessive force when originally connecting to ac power. The patient did not report dropping the controller. It was stated that the patient tolerated the controller exchange fine and the patient is stable post event. One controller and one cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned cac adapter revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the returned controller revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of a bent pin on ps1 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to a forced connection. An internal investigation has been opened to evaluate these types of issues. This is one of two reports (3007042319-2015-04217 and 3007042319-2015-04220) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-04217 and 3007042319-2015-04220) submitted for devices related to the same event.

Event description:
It was reported by the site that the patient was seen in the clinic on (B)(6) 2015 and reported that a pin from the power connection on controller "broke off inside the ac-adapter" when the patient was transitioning to battery power. It was stated that the patient underwent and elective controller exchange. No additional information provided. Investigation is ongoing.